Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the images disappearing could not be identified. However, it is likely the cause was related to a faulty scope cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image on evis exera ii video system center goes out after the scope is connected for 2 minutes. Per the customer, this happened during preparation of the device and occurred with a scope owned by the facility and a loaner scope. There was no patient harm or impact to patient care reported for this event.

Manufacturer narrative:
An olympus technical service representative walked through troubleshooting with the customer. The customer disconnected the video cable from the subject device and confirmed color bars. The customer checked the electrical connectors on the video cable and the video connector socket on the subject device and did not identify any damage. The customer later reported the issue was resolved by swapping a damaged cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.